Event description:
It was reported that the 9800 sys would intermittently not boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The debug log was renamed during the svc call. The sys was tested and found to be working as intended and put back into svc.